Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the contrast and ok keypad buttons are hard to press and the paint is worn off the ok button. He stated that the up arrow and down arrow keypad buttons are both intermittently unresponsive. The patient denied physical damage to the rubber keypad; stated that the pump is exposed to water in the shower; and stated that he wears the pump on his waist with a clip.